Event description:
I use the dexcom g6 cgm and it has been reliable and life saving. My son was prescribed the dexcom g7 and the results from it are completely unreliable. The trend graph for his diabetes numbers will show him rapidly increasing and I will give insulin and then the graph will show him decreasing drastically. 5 minutes later so it is reading up and down constantly. I reached out to dexcom and they disconnected our conversation. I could not live without the g6. The g7 is very harmful.